Event description:
The pt underwent implantation of a synchromed pump and catheter in 1998 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. The pt's attorney contacted the MFR alleging "...the synchromed pump is defective and unsafe for its intended purpose in that the synchromed pump delivered unsafe amounts of medication and drugs to plaintiff."